Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the tip of the device disengaged during a right colon resection. Nothing fell into the patient cavity and there was no injury. The site has indicated that the device is not available for return.